Event description:
It was reported that the wake button was unresponsive and sticking and that the usb port connection was loose. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.